Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified proximal left anterior descending artery. A 3.5 x 18 mm xience sierra was used; however, it was noted during inflation that an unspecified inflation device was broken and contrast was leaking from the side port of the hub where the inflation device was attached. Therefore, the xience sierra stent was not able to deploy at all. A 3.5 x 28 mm xience sierra stent was then used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak and difficulty to deploy were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.